Event description:
It was reported that during a da vinci-assisted bladder augmentation surgical procedure, the large suturecut needle driver instrument broke. While dissecting the a wire on the large suturecut needle driver instrument broke. The fragments were retrieved the same procedure. All fragments were visually confirmed with the endoscope. No post-op x-ray was taken. No injury was reported. No bleeding or repair took place. The procedure was completed robotically. No post-op complications were reported. No photos or videos are available for review. The procedure was completed robotically with a 15-30 minute surgical delay.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.